Event description:
It was reported that the customer had a broken case at the reservoir compartment. Case and thread near the battery were also broken. No further details given.

Manufacturer narrative:
Findings: broken battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. Missing reservoir tube lip o-ring noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.